Event description:
Additional information received from the patient reported that the patient had notified his managing physician about the pocket infection and that the spinal system would be removed on (B)(6) 2016 due to another infection in his lower back. The circumstances that led to the infection are unknown, and the infection at the pocket had not been resolved as of (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturer's representative. It was reported that the patient had a pocket infection. It was later noted that the patient had another infection that cured on its own after the first infection resolved with antibiotics. The patient was unsure what caused the infection and thought it might be their pants or belt. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.